Manufacturer narrative:
Further information was received, no loss of capture was found, but rather the nonbsc atrial channel had previously been programmed off. At this time, boston scientific does not consider the observation of pacing impedances within range and noise as seen on this device to be a reportable event. This investigation will be updated should further information become available.

Event description:
It was reported that the right atrial (ra) lead channel of this implantable cardioverter defibrillator (ICD) has shown notable changes. Ra noise and low impedances were noted on the ra channel dating back to 2022. In early april, this patient experienced a car accident. Since the accident, the impedances have now been increasing, and no capture has been noted on the atrial channel. Technical services (ts) reviewed device data and suspects lead insulation damage and fracture. Additional information was requested from the field. This investigation will be updated when further information becomes available. Additional information was received from the field via gfe that the atrial channel was programmed off, and there was no loss of capture. The observed low impedances are a lead specific issue. No adverse patient effects were reported.

Event description:
It was reported that the right atrial (ra) lead channel of this implantable cardioverter defibrillator (ICD) has shown notable changes. Ra noise and low impedances were noted on the ra channel dating back to 2022. In early april, this patient experienced a car accident. Since the accident, the impedances have now been increasing, and no capture has been noted on the atrial channel. Technical services (ts) reviewed device data and suspects lead insulation damage and fracture. Additional information was requested from the field. This investigation will be updated when further information becomes available.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the right atrial (ra) lead channel of this implantable cardioverter defibrillator (ICD) has shown notable changes. Ra noise and low impedances were noted on the ra channel dating back to 2022. In early april, this patient experienced a car accident. Since the accident, the impedances have now been increasing, and no capture has been noted on the atrial channel. Technical services (ts) reviewed device data and suspects lead insulation damage and fracture. Additional information was requested from the field. This investigation will be updated when further information becomes available. Additional information was received from the field via gfe that the atrial channel was programmed off, and there was no loss of capture. The observed low impedances are a lead specific issue. No adverse patient effects were reported.

Manufacturer narrative:
Further information was received, no loss of capture was found, but rather the nonbsc atrial channel had previously been programmed off. At this time, boston scientific does not consider the observation of pacing impedances within range and noise as seen on this device to be a reportable event. This investigation will be updated should further information become available. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event.